Manufacturer narrative:
(B)(4). Batch # m90g8y. Conclusion: the analysis results found that the er320 device was returned with a clip jammed in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the incident of clip jamming. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The case was completed with another device of the same product code. There were no patient consequences reported. No additional information is available from account as they do not know who was in case.